Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no sign of abnormality or mishandling on the device case or header. The device was interrogated and confirmed that it was in safety mode. Testing confirmed the device was capable of delivering safety mode therapies. A review of the memory log file of the device confirmed the device had recorded three memory data corruption errors within a 48 hour time period, and the device was forced to safety mode. The memory data corruption was confirmed to be induced from the exposure of the device to radiation. The beep tone pattern was not confirmed through analysis testing.

Manufacturer narrative:
Additional information received indicated the device planned to remain implanted until the patient's radiation treatments were completed. Upon device interrogation a different model number presented, however the patient's name, address and birthday appeared correct. It was unknown why the appropriate mode number wasn't displayed.

Manufacturer narrative:
Additional information received indicated this device was explanted and successfully replaced. No additional adverse patient effects were reported. At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device was emitting beep tones. Upon interrogation, a fault code was present indicating the device was in safety core with limited therapy available. It was reported that the patient had been receiving radiation treatment for an unrelated medical condition. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. A boston scientific technical services consultant discussed keeping the device implanted until the radiation regime was complete. There is no additional information available. If additional information becomes available, this report will be updated. The device did not plan to be explanted at this time.